Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n #(B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release

Manufacturer narrative:
Limited information is known at present, the manufacturer is in the process of requesting further information from the physician, including determining the availability of the device for return and evaluation. Not yet determined if device available.

Event description:
On 30 may 2017 the manufacturer was notified through patient tracking of a mitroflow dla size 23 mm valve that was explanted after 2.77 years. The device was implanted on (B)(6) 2014 and explanted on (B)(6) 2017, with a crown size 23 mm then implanted.

Manufacturer narrative:
The manufacturer received information that the device was explanted due to svd. As described in the IFU for the device, "adverse events potentially associated with the use of bioprosthetic heart valves include: cardiac arrhythmias, creep, intrinsic and extrinsic mineralization (calcification) valvular stenosis." According to the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves. It is possible that the patient's clinical conditions and risk factors may have contributed to this event, however little information about the patient's clinical condition was provided. As the device was not received for analysis, no further investigation can be conducted at this time. As such, the root cause of the event cannot be definitively stated. Device not available.